Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 when mesh was implanted and on (B)(6) 2011 when advantage implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2013 by dr.(B)(6) due to severe urge urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.